Event description:
It was reported that the device exhibited no r-wave measurements and no ventricular capture in the bipolar configuration at multiple rates in dddr and vvir. The intrinsic r-waves march through the ecgs but were not marked as such. Lead dislodgement was suspected. The lead was repositioned.